Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in oxford, united kingdom. Through follow-up communication, livanova learned that the failure occurred before initiating cross-clamp, when at low flow and only the pump head needed de-airing. The air was stopped from entering the oxygenator. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the issue. Level and bubble detector sensors were also tested and found to be working satisfactory. Following inspection of the erc, some white chalk like residues were found inside the casing and clamp housing. As a precaution, the erc was replaced with another one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that electrical remote-controlled tubing clamp (erc) did not close following to a level alarm before initiating cross-clamp and air was entrained in the centrifugal pump head. There was no patient involvement.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a further detailed investigation. The investigator could not reproduce the reported issue. The unit was disinfected, opened, cleaned and checked: it was tested several times and no error was detected. Subsequent functional verification testing was completed without further issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: the serial read-out of the pump (real time device parameters and setting recording file) was analyzed and confirmed that on the date of the event the reported error code was not stored in the pump micro-controller. Complaints database analysis revealed no similar event since unit installation in 2016. Based on the above considerations, any hardware malfunction can be ruled out. Consequently, it cannot be ruled out that the most likely root cause can be a bad adhesive sensor holder - reservoir coupling related to unintended user error.